Event description:
The customer reported that the insulin gauge on the new pump displayed an amount different from what was expected, showing 160 units instead of over 250 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on removing air from the cartridge, assisted in reloading the same cartridge to resolve the issue.